Manufacturer narrative:
The camera was evaluated and we were able to duplicate and confirm the issue. The cable failed ground continuity / resistance test; cable shield resistance was out of tolerance. This would be the cause of loss of video when using cautery. The cable was replaced. The camera is approximately four years old. We believe the cable damage was most likely due to possible mishandling and/or normal wear and tear.

Event description:
Allegedly, while performing a laparoscopic surgery using the bovie cautery pen and endoscopic electro-surgical unit (esu), the monitor periodically blacked out and remained black for 5 seconds. Due to the dark screens and not being able to tell if anything unwanted occurred, they brought in an egd scope for the surgeon to perform an emergency esophagogastroduodenoscopy, which confirmed there was no harm done to patient.